Event description:
Invalid result (s). User stated that their kit did not produce a result. The user appears to have performed the test procedure correctly. The user had already disposed of the cassette and kit box when they contact acon labs technical support.

Manufacturer narrative:
Batch records for final product manufacture and qc records for cov2020185. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020185 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation.

Event description:
Invalid result (s). User stated that their kit did not produce a result. The user appears to have performed the test procedure correctly. The user had already disposed of the cassette and kit box when they contact acon labs technical support.